Manufacturer narrative:
The insulin pump received with a blank display due to moisture damage on the electronics assembly. The insulin pump was received with moisture damage at the motor, vibrator, keypad and battery tube assembly. The device was unable to perform the displacement, rewind, basic occlusion, occlusion, excessive no delivery, and prime test due to the blank display. The device was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, and cracked battery tube threads.

Event description:
The customer reported via phone call experiencing low and high blood glucose levels. The customer's blood glucose was 46 mg/dl, which he treated with food. The customer stated that the insulin pump had stopped working when he woke up from a nap. He stated that the display was blank and that the device would not turn on. He stated that he had not received any low battery, weak battery, or off no power alarms within the last 24 hours. He did not observe any damage to the insulin pump, stating that the insulin pump had not been dropped, bumped, or exposed to moisture. The display did not return with a battery replacement or after the battery cap contact was cleaned. His blood glucose was high at 327 mg/dl, and he advised that he would correct with an insulin pen. He complained of dry mouth and thirst. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. He was advised to replace the insulin pump and agreed to return the device for analysis.